Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, the endoscopic image shifted and was not sharp. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated, also the endoscopic image disappeared due to the failure of the camera cable. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The reported phenomenon could be caused by unexpected stresses on the cable unit due to the user's handling, so that the image was no longer produced due to a failure. The exact cause of the reported event could not be conclusively determined.